Event description:
Account reported that what was displayed on the screen was different from what he punched in on the keypad, e.g. If he hit "3", a "5" would be displayed. This occurred during manual entry of a pt ID, so there was no pt involvenent. The unit was taken out of svc and the back up unit used. The unit was swapped out. 8/13/96.

Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.